Event description:
It was reported that a user experienced difficulty pairing a dexcom g6 sensor with the ilet, attributed to missing the transmitter pairing code after discarding the sensor packaging; the code was subsequently located in the dexcom mobile app and pairing then succeeded, with no device alerts or alarms reported. Symptoms included hyperglycemia with a reported blood glucose high of 270 mg/dl lasting about one hour, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting and user education provided by support, focused on locating the transmitter code and completing pairing. Investigation of this case revealed that the device functioned as designed once the correct transmitter code was entered and communication between the cgm and the ilet was established. It was concluded that the event was related to use error in obtaining the transmitter code rather than a device malfunction, and that the ilet operated normally after successful pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.